Event description:
IV solution was delivered to pt at approx 20 times intended rate. Inspection of set up revealed stopcock setting allowed flow of IV solution from supply as well as syringe pump. Closer inspection of IV tubing set revealed a lack of a safety stop that would prevent flow from 2 sources. It is not known at this time if the safety stop was packaged with the product.